Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lithotriptor v lumen tip was damaged. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, this phenomenon may have occurred when the guide wire was inserted after opening the package. Additionally, the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The event can be detected/prevented by following the instructions for use which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with a similar device.